Manufacturer narrative:
The subject device is being shipped to legal manufacturer for evaluation. To date, the subject device has not yet been received by the legal manufacturer. The cause of the reported issue is unknown at this time. In communication with the customer , it was conveyed that it was suspected that the device esg-400 sn (B)(4) software version 04.11.01.00-a-0001(2017-02-13) generates these refused functions and a plan for customer site software update on this device was noted. A complaint number to address the generator suspected issue was opened under complaint (B)(4). Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be accordingly following investigation.

Event description:
It was reported that during a therapeutic procedure, two (2) pk cutting forceps of the same lot , lot number fr182713 refused to function and showed an error message of " re grasp". The two devices were replaced with another cutting forceps (lot number not provided). There was an approximately between 3-5 minutes small delay in the procedure according to the reporter however, no patient harm or injury as a result of the delay. The intended procedure was completed successfully. There was no patient harm or injury reported due to the event. No user injury reported. This report is for the 1st cutting forceps that failed with an error message regrasp issue. This report is related to a report with patient identifier (B)(6) (second cutting forceps with an error message regrasp issue).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturers investigation. Correction to e2 - it is unknown whether the reporter is a healthcare professional. The reported fault could not be reproduced during inspection by olympus and the device functioned normally. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, it is possible that the reported event occurred due to the following: - there was an insufficient amount of tissue between the jaws when grasped. Because the jaws are serrated and have a clamping force, this may have caused the jaws to come in contact with each other during coagulation, resulting in the re-grasp error. A definitive root cause cannot be identified. This issue is covered in the instructions for use: "if forceps jaws come in contact with each other when the power is activated, instrument will short out and the generator display will show ¿re-grasp¿. Release the forceps jaws so they are not in contact with each other and the device will become operational." Olympus will continue to monitor the field performance of this device.